Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and 14 days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was replaced valve in valve. The reason for the second valve is unknown. No additional adverse patient effects were reported.